Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure. On post operative day three pod 3, the patient experienced an av block iii with a heart rate of 20 beats per minute, no substitute rhythm. A permanent pacemaker was implanted. Patient as recovered and discharged on pod nine (9). The site assessed the event as related (causal relationship) to the procedure and probably related to the device.

Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.